Manufacturer narrative:
(B)(4) stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, after deploying the stent, the physician attempted to retract the delivery system to position the stent but the handle broke. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallflex biliary rx rmv stent and delivery system was returned for analysis. The stent was received partially deployed. Visual evaluation found the clear outer sheath accordioned near its proximal end, and also had a significant bend. In addition, the inner shaft was kinked at places and the stent was not connected to the stent holder. Functional evaluation found that the stent was not possible to deploy as received, however, the stent was successfully deployed by pulling out of the outer sheath. No other issues were identified during the product analysis. The damages noted with the device were consistent with the application of force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, after deploying the stent, the physician attempted to retract the delivery system to position the stent but the handle broke. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.